Event description:
It was reported that after an unknown procedure, the scrub nurse tried to disassemble the handpiece and device. This was not possible and following much effort, the device and the handpiece became fused together and the device was damaged. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary - the analysis results found that the device was returned with the blade scratched. The torque wrench was assembled on the device backwards, causing difficulty to disassemble. The torque wrench becomes stuck after being forced on and is not easily removed. The device was tested with a gen04 and an error code 5 was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking an possibly breaking off. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.